Event description:
Hcp reported patient experienced an inflammatory mass. Patient diagnosis is failed back surgery, back and leg pain, status post wide decompressive lumbar laminectomies and other surgery. Patient has had successful therapy for 7-8 years with change of pump but same catheter. Patient received ms04 50mg/ml via the pump. Recently patient developed increasing low back and leg pain not responsive to increase dosing. Patient also developed new or increased leg weakness but is able to walk. Dose got as high a approx 17 mg/day. MRI showed an approx 2cm diameter mass filling the spinal canal below the conus medullaris at approx l-1 level. A follow up report will be sent when additional information is received.